Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone, the insulin pump kept alarming button error. Customer's blood glucose was 272 mg/dl. Customer's spouse didn't recall any significant event which may have cause the device to alarm. Customer's spouse was advised to have the customer discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.